Event description:
Received information regarding a cartridge alarm during the load process. The reported issue did not impact the customer's blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.